Event description:
It was reported that, "patient had multiple falls post surgery. Patient fell again and fractured femur periprosthetically. Doctor revised femur. Doctor stated revision not related to implants."

Manufacturer narrative:
Method - review of device history & complaint history. An evaluation of the devices cannot be performed as the device was not returned to the manufacturer due to hospital policy. Device history review indicated that the reported devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no events regarding periprosthetic fracture for the reported lot. The root cause of the reported event could not be determined with the limited information available at the time of evaluation. Additional information (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.